Event description:
Mesh was explanted due to mesh being bunched up. The ring was possibly broken, but it could not be confirmed at time of report. Mesh was implanted at a different hospital; explant hosp would not provide implant hosp identification.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.